Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy that the catheter needed to be removed because they thought it was defective. The customer has not specified the issue with the device. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the interior of the catheter. The male luer from extracorporeal tubing was cut and not returned. An underwater leak test of the balloon, catheter and y-fitting was performed and 1 leak was detected on the membrane approximately 2.0cm from the rear seal measuring 0.03cm in length. The reported unknown problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy that the catheter needed to be removed because they thought it was defective. The customer has not specified the issue with the device. There was no reported injury to the patient.